Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; there is no signs of melting at the proximal fracture location; the metal cap exhibits moderate detritus adhesion; the glass cap exhibits moderate devitrification at the output window; the fiber proximal to proximal fracture can rotate independently of metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 170,876 joules while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit diminished tissue vaporization efficiency and turning in the wrong direction. Time expended: 26:46 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.